Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the basic occlusion test, and was unable to prime during the prime test due to a loose/protruded drive support disk. The pump had a missing end cap sticker, a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the insulin squirted out during manual prime. The customer was disconnected during the prime. The customer stated that the pump was not dropped or bumped. The customer stated that the drive support cap was not damaged. The customer will be sent a replacement pump.